Event description:
The customer stated that the insulin pump alarmed motor error. The reported blood glucose reading at the time of the call was 190 mg/dl. The customer stated that the insulin pump was exposed to an MRI scan earlier in the day. Troubleshooting was performed and the insulin pump did not pass the displacement test. Advised the customer to revert to a back up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.